Event description:
It was reported an impedance test showed a reading of greater than 3600 ohms during a reprogramming session. It was also reported the patient didn¿t use therapy much because it was uncomfortable like ¿nails¿. The patient had uncomfortable stimulation ever since the implant. The trial stimulation felt good but the permanent leads had an uncomfortable sensation. The leads were placed in the cervical area for mid upper arm coverage. It was noted that the sensation was in the right location, it was just uncomfortable. All impedance values were greater than 3600 ohms except 9-10 which was 746 ohms. An x-ray was recommended as a diagnostic test. It was also recommended to use a multi-lead trailing cable (mltc) to test lead during inter-op. Additional information received reported that the patient had never experienced greater than 50% symptom reduction since spinal cord stimulator (scs) was implanted in 2006. Reprogramming was done, but symptoms did not improve. A possible surgical intervention to test leads with an mltc was discussed. It was noted the patient did not use the spinal cord stimulator (scs) very often and had only used it 2 days out of the month for a very minimal amount of time in each day. Additional information received reported that it was agreed that the patient¿s battery was going to be replaced and then more troubleshooting was going to be done if there were still problems. A follow up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377775, lot# v008355, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# v008254, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (b)(4,)implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
Additional information received reported the patient¿s implantable pulse generator (ipg) was replaced however they still had some out of range electrodes. The patient was programmed around the out of range contacts and is getting good stimulation.